Event description:
It was reported that the patient presented one-day post-implant with the right ventricular lead that exhibited high pacing impedance measurements and elevated capture threshold. Fluoroscopy confirmed lead micro-dislodgement, and the lead was successfully repositioned on (B)(6) 2022. The patient was stable.